Event description:
It was reported that the customer believes the insulin pump was not delivering insulin into his body, and he was experienced blood glucose of 29.9mmol/l. His blood glucose was treated with manual injections. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted to run the manual prime test and the insulin did exit. The caller mentioned that he read what the bolus wizard suggested and took a manual injection of 23.5 units of insulin. The customer has been away from home and has been inserting manually. The customer removed the cannula and it was bent, then he decided to change the infusion set while on the call. Advised to wait for at least two hours for the device to stabilize before using again. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.